Event description:
This procedure is part of the definitive le trial: due to nature of procedure and anatomy of artery, a dissection of the arterial wall occurred during the procedure. Medication of nitroglycerin, verapamil, and intra-arterial pta was given. Three stents were also deployed. The subject still had evidence of residual dissection to left popliteal artery at the end of the procedure.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because, the lot number was not provided.